Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) may have contributed to a decline in patient functioning a year ago. This is all the information provided, and additional information has been requested. No additional adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the allegation, however; no response was able to be obtained from the health care professional (hcp). If additional information is obtained, this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) may have contributed to a decline in patient functioning a year ago. This is all the information provided, and additional information has been requested. No additional adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the allegation, however; no response was able to be obtained from the health care professional (hcp). Additional information received indicated that the decline in function followed programming of the crt-d to left ventricle (lv)-only pacing. The patient entered a slow atrial flutter which led to atrioventricular block. There was a loss of right/left ventricle fusion, and the patient went into heart failure and subsequently expired. The physician did not want to provide any further details, and the device and patient information remain unknown. The date of death was not provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) may have contributed to a decline in patient functioning a year ago. This is all the information provided, and additional information has been requested. No adverse patient effects were reported.